Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The field service engineer (fse) found cuvette blank errors, air bubbles in the syringes, and output feed tubing near the water reservoir accidentally kinked when a chair was pushed back. He adjusted the reservoir tubing and replaced the lamp and reaction cuvettes. The service actions performed by the fse resolved the issue. Based on the available data and observed failure mode, there was no evidence of an instrument or reagent issue. The cause of the event was a kinked tubing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the hba1c on a cobas c513 analyzer. Initial result: 5.61 %. Repeat result: 6.48 % (tested on a different analyzer).